Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer ref: 3004617090-2021-00003, 3004617090-2021-00004, 3004617090-2021-00006. During the procedure, the generator passed sensory and motor testing, but was not able to lesion and the procedure had to be cancelled. The error message "check connector and probe" message appeared despite all probes being green. The generator was restarted multiple times with no resolution. There were no adverse consequences to the patient. A grounding pad test was conducted two different times with the generator and the issue could not be replicated. As the grounding pad test was passed, the issue was thought to have been with the probes used for the procedure.